Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that, after 19 months of support on the lvad, the pt's lvad was exchanged due to pump thrombosis. No other info was provided.

Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.